Manufacturer narrative:
The device involved in this event was not returned to cytyc surgical products, therefore an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained thus no conclusion can be drawn for this event.

Event description:
User facility reported 24 hours post uneventful uterine ablation using the novasure system, the patient presented to the ER with pain and fever. The patient was admitted and blood cultures were positive for group b streptococcus. The patient was treated with IV antibiotics and released four days later.